Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. The insulin pump was unable to verify the weak battery alarm due to the blank display. Moisture damage was found on the keypad traces and motor. The unit also had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and alarmed weak battery. The customer stated that she had fallen into a pond and submerged the insulin pump. She observed pond water under the liquid crystal display. She noted that the insulin pump had not been dropped but she noticed a small crack at the top right of the insulin pump. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.